Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this device system displayed increased threshold measurements, with loss of capture at pacing outputs higher than 4.5v@ 0.4ms. This lead was presumed to have microdislodged. A revision procedure was performed and this lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned with the helix fully retracted and physically met specifications. The helix failed to extend, like due to dried body fluid in the mechanism. Direct current resistance test confirmed all conductive paths to be within specification.

Event description:
Boston scientific received information that following wound closure, right ventricular (rv) pacing impedance measurements were greater than 2,000 ohms, with threshold measurements greater than 2 volts and increased r-wave measurements. Fluoroscopy indicated that the rv lead had dislodged from the original position. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported during the revision procedure.